Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-30 reporting that they had been unable to get a hold of the patient to ask them questions. It was clarified that the patient¿s bladder infection like symptoms included urinary incontinence, incomplete bladder emptying, and urinary frequency. Additional information was received on 2017-07-18 from the consumer reporting that they were still leaking. As the patient leaned over they leaked and was unable to anticipate when it would happen. The patient started out on program 3 after their surgery and then went to program 4. Currently the patient was on program 4 at 0.7v. The hcp had instructed the patient to change to program 1 if program 4 did not work for them. The patient increased stimulation from 0.7v to 0.8v. It was reported that it was almost like a shock at 0.8v that lasted about 3 minutes so the patient turned it back down. During the call the patient changed to program 1 and increased it to a comfortable level at 0.8v. The leaking had been occurring since implant. The shock had been in 2017 probably 2 weeks ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. Specifically, the patient had ¿feelings of a bladder infection so they followed up with their healthcare professional (hcp) and had a urine test. While they were waiting for the results, the hcp prescribed some pills which turned the patient¿s urine orange but resolved the patient pain and bladder infection-like symptoms and they felt really good. The results of the urine test for bladder infection was negative. The patient stated the hcp now recommended trying a different program to see if that helped with their symptoms. The patient reported they felt a "drawing down there, have to go to the bathroom all the time" and was leaking like they did before implant of the ins. The leaking was the first symptom to appear. The patient was currently on program 3 with the stimulation at 1.0. They stated they were at 0.7 and increased to 1.0 on their own but had not seen any improvement in symptoms. The hcp did not provide any direction on which program to try. The patient chose program 4. They were able to switch programs and increased the stimulation to 0.6 where it was felt comfortably in the correct area (i.e., bicycle seat). The patient contact their healthcare professional (hcp) if the issue did not resolve. There were no further complications reported or anticipated.